Event description:
It was reported that patient underwent a revision surgery to remove a quattro link anchor that was previously implanted on (B)(6) 2018. The revision surgery was due to implant migration.

Manufacturer narrative:
(B)(4). UDI : (B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Upon evaluation, no problem was found with the device. Investigation results shows that it is likely the anchor was not fully deployed. The cause of this event was likely a user error. And that it is likely that user did not follow step 11 of the IFU "push and hold the anchor release slide and rotate the knob clockwise until the inserter releases from the anchor." DHR was reviewed and no discrepancies were found.a summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Device is retained by the hospital and not being returned for evaluation. Reported event was confirmed by review of radiographs. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a revision surgery to remove a quattro link anchor that was previously implanted on (B)(6) 2018. The revision surgery was due to implant migration.